Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra meter was reading inaccurately low when testing with control solution. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. It is not known when the alleged inaccuracy issue began. The patient reported obtaining a control solution result of ¿93 mg/dl¿ which fell below the accepted range of ¿109.0 to 146.0 mg/dl¿ as printed on the test strip vial. During the follow-up call, the patient stated that he tests his blood glucose 3-4 times a day and claimed his normal blood glucose range is between ¿150-160 mg/dl¿. The patient informed the mss that he manages his diabetes with oral medication and insulin (self-adjusted) and claimed he continued with his usual diabetes management regimen in response to the alleged issue and adjusted his dose of insulin based on a meter reading. During the follow up call, the patient claimed that one hour after the alleged issue occurred his ¿sugar went low, he became disorientated and fell on the floor¿. The patient informed the mss that he did not lose consciousness. During the follow-up call, the patient reported consuming food in response to his symptoms in order to bring his blood glucose up. The patient informed the mss that he attributed the onset of his symptoms to the meter reading inaccurate. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter and that the correct testing process was being followed. The csr walked the patient through a control solution test and the result fell outside the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.